Manufacturer narrative:
A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 9369264. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation on july 30, 2008, that a polaris ultra stent set was used during a procedure on twelve days earlier. According to the complainant, when the stent was placed into the patient, the suture was not able to be removed due to some resistance. When force was applied, the suture broke and stuck on the pigtail. Completed with this device. No patient complications were reported as a result of this event.